Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06758.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) of a 23 mm sapien 3 ultra resilia (s3ur) valve under ECMO, the valve became stuck between calcification while the delivery system (ds) was being pushed through the sheath, the ds became kinked, the sheath tip tore, and vessel damage was sustained, requiring repair with an occlusion balloon and multiple stent grafts. A 14fr esheath+ (esp) was inserted from the left femoral artery (lt-fa) via a puncture. When inserting the esp, the tip of seam of the esp was about to stick in the greater curvature side of the tortuosity on the abdominal aorta (aa), although the introducer was led by a guidewire. Therefore, considering the risk while passing through the tortuosity, the tip of the esp was placed below the tortuosity. Then, a commander delivery system (ds) was inserted. When the crimped valve part of the ds passing through the tortuosity on the aa, the stent of the crimped valve was stuck between calcifications of the greater curvature side and the lesser curvature side. While trying to push the ds, the stent of the valve was stuck on the calcification on the greater curvature side. Although they tried to pull the ds, the stent of the valve was interfered with the calcification on the lesser curvature side, and the crimped valve was about to move to the distal side of the ds. After slightly pulling the esp and applying flex, the ds was pushed again. Then, the stent of the valve could be passed through the tortuosity. However, the flex tip of the ds was stuck on the calcification on the greater curvature side and could not be passed through the tortuosity, despite inserting several lunderquist guide wires. While manipulating the ds, the esp was moved down to around the common iliac artery (cia) since the esp was not fixed by the suture in place. Since it was difficult to withdraw the ds because the stent of the valve was interfered with the calcification, the doctor pushed the ds, and the ds seemed to be advancing. However, since it was observed that the position of the stent did not move, fluoroscopy was confirmed to check around the cia, then it was found that the ds kinked at around the bifurcation of the internal iliac artery (iia). It was considered that the device went outside of the blood vessel. Regarding the esp, it was considered that the tip of the esp was below the kink of the ds, and the seam of the tip was torn. Although the vessel damage was confirmed, significant decrease of the blood pressure (bp) was not observed. Since it was difficult to proceed with the device tracking, due to the vessel injury around cia to eia and withdrawal difficulty of the ds with the valve back into the esp, a decision was made to deploy the valve just above the tortuosity on the aa. After an occlusion balloon was inserted from the right leg, the s3ur valve was deployed in the aa. Then, the ds and the esp were withdrawn, and the occlusion balloon was inflated at the aa. A dryseal sheath was inserted from the right leg, and a stent graft was placed from eia to cia since damaged point could not be identified. The repair was completed without significant decrease of the bp. After that, another stent graft was placed inside the deployed s3ur valve in the aa. The ECMO was removed, and the patient left the operation room under intubation after confirming the good blood flow in the leg vessel. Two days later, a transaortic tavr was performed, and the patient received a 23 mm s3ur valve.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. This is one of two manufacturer reports submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. In this case, the torn sheath liner was unable to be confirmed as no applicable imagery/device was returned for evaluation. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event as evidenced by the event description, which states, 'regarding the access vessel, the degree of calcification was severe, tortuosity was moderate-severe. There was about 90 degrees of tortuosity on the abdominal aorta (aa).' Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.